Event description:
During baxter's eval it was found that a spectrum pump had delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the delayed keypad response caused by a failed processor printed circuit board (pcb). The failed pcb was replaced